Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient can no longer hear with the device. This child does bang his head sometimes when he gets frustrated but no particular trauma is reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient can no longer hear with the device. This child does bang his head sometimes when he gets frustrated but no particular trauma is reported. In situ measurements show 8 channels with high impedance and 3 channels involved in a short circuit. An x-ray shows the array to be in the cochlea. The patient has been re-implanted on (B)(6) 2017.